Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl on their blood glucose meter. The consumer did not feel as high as the reading he received, so he went on his usual 45 minute walk. On his way home, he felt faint and a nurse nearby helped him walk the rest of the way home. When he arrived at home, the consumer's spouse reported the consumer passed out. No medical intervention was called. The spouse tested the consumer getting a result of 303 mg/dl and then tested again getting a result of 202 mg/dl. The spouse did not believe these results to be correct, so she treated her husband with orange. It was discovered during the call, the consumer did not code his meter before using his new vial of test strips as stated in nova's directions for use. It was also discovered the consumer is storing his test strips in a room which may compromise the integrity of the test strips as stated in our directions for use. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.